Event description:
Customer reportedly received results of 431 mg/dl and 173 mg/dl within 10 minutes on the advantage system. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.